Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon did not deflate. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous proximal left circumflex (cx). The 2.50x32mm taxus liberte drug eluting stent (des) was advanced to the target lesion and the physician inflated the stent delivery balloon to 8 atms for 1 min, however, the balloon would not fully expand. It was noted that the balloon was unable to be inflated without waist due to the narrow lesion. The physician increased the pressure to 10 atms for 30 seconds and then attempted to deflate the balloon but the balloon was unable to be deflated. The physician removed the stent delivery system (sds) with force while still inflated. It was noted that the pt experienced symptoms of ischemia. When the stent delivery balloon was tested outside the pt, it took a long time to inflate the balloon and then would not deflate at all. The procedure was successfully completed with another of the same device with no additional patient complications reported.